Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) for anti-inflammatory treatment. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.